Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for spinal pain indications. It was reported that the patient's personal therapy manager (ptm) device finds their pump and starts to connect, it will come up to 90% and can take up to five minutes or more before it prompts them to deliver the bolus. When the patient (pt) presses the button to deliver the bolus, the ptm device connects but takes another 3-5 minutes before the bolus starts. Sometimes it could take 10 minutes or more to connect. It would reach 90% and then stop. Pt mentioned that with their old device, once it found their pump, it would connect within a minute or so. Pt mentioned that their implant was replaced in december due to the previous device being old. For the event date, pt stated they'd say it has been a while. Pt also stated maybe it occurred gradually and worsened over time. The last month or so it's really been a "pain in the neck". Agent reviewed data and assisted the pt in deleting the data. Pt was able to connect to the pump without any lag.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID hh90t01 (serial: (B)(6)); product type: 2201-mobile platform; implant date: n/a; explant date: n/a. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating the handset was taking awhile to get a bolus and requested to clear data. Agent walked pt through these steps.